Event description:
Description of event: it was reported that the bandage started to come off and they pulled the wires. See regulatory report (B)(4) regarding the wires. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).